Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 4.3, lab: 15.8. Inratio and lab results were taken 1 hour apart. Therapeutic range: unknown. Patient was sent to the emergency room because of a large 50cm x 24cm bruise noticed in abdomen area. Patient tested on the inratio meter and obtained 4.3 inr. One hour later, a venous sample was taken at the emergency, inr= 15.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 4.3, reference: 15.8, mean: 10.05, confidence limits: na. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Reference test yielded an inr value of 15.8. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based pt testing. Unable to perform retained strip test due to unknown strip lot number on the event details. No further investigation is possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Root cause could not be determined from the information provided by the customer. This issue will be subject to tracking and trending. Corrective action not required at this time.